Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Analysis was performed by philips remote service engineer which included efforts to reproduce the reported issue and evaluate system performance. The analysis showed that the invasive pressure performance test did not pass and out of tolerance. A new pressure board will be ordered and sent to customer. Based on the results of the investigation, the product was confirmed to be operating within specifications. As the reported issue is a faulty pressure board. The pressure board was ordered and shipped to the customer.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the ibp measurement did not pass the device was not in use on a patient at the time of event, no adverse event was reported.